Manufacturer narrative:
Initial and final MDR (B)(4) - MDR .- device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient experienced three events of infusion set detachment on (B)(6) 2025. The site of detachment was hub. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2025-03600. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated. The batch 6008226 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code tubing detached from hub. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review the lot 6008226 was manufactured according to the wi version 115 and manufactured in the line 9, on 28/jul/2024, with a total of (B)(4) units. Gluing tubing: the lot 4g02818 was manufactured according to the wi version 11 in the gluing machine igtl01, on 26/jul/2024, with a total of (B)(4) units. The lot 4g02819 was manufactured according to the wi version 11 in the gluing machine igtl01, on 28/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related process had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 25/mar/2025 against malfunction code tubing detached from hub and lot 6008226 and other no more complaint have been registered in database for the same lot 6008226 and malfunction code. Conclusion summary of the related event. As a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.